Manufacturer narrative:
Additional information was received on 6/20/2018. When the device was explanted deflation was confirmed. The device was replaced with a mentor gel prosthesis. The patient fully recovered with no residual effects. The mentor failure analysis lab received the device for evaluation on 7/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/25/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with a 550cc mentor cpx 4 breast tissue expander with suture tabs. On (B)(6) 2018 a puncture causing deflation was noted. Upon receipt by mentor, the device returned with clear fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During initial evaluation, the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were found. The complaint was not confirmed. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, the device is still implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a 550cc mentor cpx 4 breast tissue expander with suture tabs. On (B)(6) 2018 a puncture causing deflation was noted. As a result, the device was explanted on (B)(6) 2018.